Event description:
On (B)(6) 2013, a mitral valve replacement was performed in a patient with mitral stenosis and this 29 mm sjm epic mitral valve was implanted. The patient did well until a recent follow-up echocardiogram documented mitral regurgitation. On (B)(6) 2015, re-do mitral valve replacement was performed. This epic valve was explanted and replaced with a 25 mm tissue heart valve from another manufacturer. Upon explant, it was reported two cusps had thrombus and the other cusp appeared to be stiffened and shrunken. The patient is recovering postoperatively.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The results of this investigation indicated there was marked fibrous pannus ingrowth, which markedly limited cusp mobility on the inflow surface of all cusps and on the outflow surface of cusp 1. In addition, there were microscopic calcifications on cusp 1. Special stains were negative for organisms. There was no evidence found to suggest the cause of the pannus and calcification were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.